Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Impella 5.5 has been in the patient for 42,5 days together with a v-v ECMO of an unknown manufacturer. Due to increasing hemolysis parameters a new impella 5.5 has been inserted. Patient stable.